Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had signal too low alarm and no delivery or occlusion alarm during therapy. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.